Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture is falling off before finishing suturing the area. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mdq426, c012z88 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis two empty opened boxes and fourteen unopened samples of product code c012d, lot mdq426. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-80026. Analysis results have been included in follow-up reports for each.